Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer reported blood glucose level ranged from 131-134 mg/dl. Reportedly, the customer replaced the sensor and successfully started a sensor session. Customer continued to use the pump for insulin therapy.